Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow up information.

Manufacturer narrative:
67 - a log review was conducted and it showed that a harmonic ace curved shears part# 420275-02 lot# n10171219-589 was used on (B)(6) 2019 during a prostatectomy-radical procedure with system (B)(6). A log review noted the harmonic ace curved shears part# 420275-02 lot# n10171219-589 was last used on (B)(6) 2020. The risk manager had indicated during the follow up conducted on (B)(6) 2020 that the instrument would be returned. As of the date of this report, the product has not been returned.

Manufacturer narrative:
As of the date of this report, the harmonic ace instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the harmonic ace jaw broke off. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a portion of the harmonic ace jaw broke off into the patient and was retrieved. Post procedure, the patient was sent to the ICU in stable condition. It was noted the patient remained intubated secondary to hypercapnia. There was no reported injury. Medwatch (B)(4) form was received by intuitive surgical, inc. (Isi) on 02/10/2020. Isi followed up with the initial reporter and obtained the following additional information: the risk manager confirmed that the event date was (B)(6) 2019. It was noted that the first surgeon initiated the bladder neck dissection and a second surgeon finished the bladder neck dissection; however, it was unclear at which point the jaw broke. It was stated that the instrument was not inspected prior to use. The risk manager clarified that the patient was transferred to the ICU for unrelated reasons not pertaining to the fragment falling. The patient has not returned to the hospital due to any post-surgical complications. The risk manager clarified that no additional surgical procedure was required to remove the broken fragment. It was also stated that it is unknown how the piece was retrieved; however, the risk manager did have the instrument fragment at hand. The procedure was completed with no patient injury or harm.